Event description:
It was reported to philips that the heartstart xl defibrillator would not start up in any other mode than shift check, the button was stuck on the bezel. There was no patient involvement.